Event description:
It was reported that approximately 14 months following a uterine ablation procedure the patient presented with a hematometrium. The patient had been spotting since the procedure. The patient started developing cyclic pain 3 months ago. An ultrasound revealed a 14 week size uterus with a fluid filled endometrial cavity. The physician was unable to pass a probe in the endometrial cavity in the office but was able to insert a dilator and relieve the hematometrium in the operating room.